Event description:
It was reported that intermittent occlusion alarms occurred. The customer resolved the occlusions by changing the infusion set and cartridge and resuming insulin. On (b)(6)2026 the customer went to the Emergency Room (ER) and was subsequently admitted to the Intensive Care Unit (ICU) with a blood glucose (BG) level of 586 mg/dL with ketone. Ketone levels identified as life threatening by healthcare provider. The customer received intravenous fluids of saline, sodium, magnesium, potassium, and insulin to address the elevated BG. Treatment resolved the issue without causing any permanent damage. Customer was discharged on (b)(6)2026.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iphone 14 / 2.5.2 / iOS 26.1.